Event description:
During an annual routine inspection, the technician reported ¿no image¿ on that when the plastic distal end cover was removed from the evis exera ii duodenovideoscope, foreign material was found at the back side of the forceps elevator. The customer did not report any device malfunction(s). No patient was involved in this event. This medwatch report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluation and other findings were the light guide lens unit chipped off. The adhesive on the distal end was cracked. The connecting tube had a wrinkle. Due to annual inspection, parts needed to be replaced. There was handling problems in reference to insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: a. Any malfunction of reprocessing accessories. Ans: no. (Maj-1888 reused at times, in routine). B. Delay of pre cleaning. Ans: no. C. Delay of manual cleaning (if delayed, pre soaking is required). Ans: no. D. Move the forceps elevator up & down for three times in water during pre cleaning ans: yes. E. Brushing around forceps elevator during manual cleaning ans: yes. F. Flushing detergent around forceps elevator during manual cleaning ans: yes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing deviated from instructions for use. The event can be prevented by following the instructions for use (IFU): IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection states how to detect the event. IFU: evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories states how to prevent the event. Olympus will continue to monitor field performance for this device.